Manufacturer narrative:
To date the intraocular lens (iol) remains implanted in the patient's eye, therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured and released within specifications. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and the lens met the specified cosmetic requirements. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not specified, but the patient reported after iol surgeries. If explanted, give date: not applicable as the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A (B)(6) year old female patient is reporting that after an intraocular lens, model zlb00, was implanted in her left eye on (B)(6) 2015 and a model zkb00 in her right eye on (B)(6) 2016, she is seeing halos. Also she has light sensitivity from both eyes, and headaches that she attributes to the iol surgeries. In addition to the iol implant, the patient had laser treatment done on the left eye. After several consultations and treatments, her current doctor did not satisfactorily address or relieve her symptoms. She has scheduled appointments with a different doctor and a retinal specialist. No further information has been provided. Since both eyes are affected, there will be two mdrs filed. This MDR is for the lens implanted in the left eye.